Manufacturer narrative:
Product ID: 3998, lot# v233248, implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3550-29, lot# n277617, implanted: (B)(6) 2011, product type: accessory; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead that "slipped" and surgery was performed to implant a paddle lead. The patient did not get follow up after the procedure as it was reportedly not needed. Additional information has been requested, but was not available as of the date of this report.